Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No bolus delivery anomaly noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced a low blood glucose of 1.2 mmol/l to 1.7 mmol/l at the time of the incident. The customer treated with food and glucose tablets. The customer did not mention any symptoms. The customer reported experiencing low blood glucose for more than three months. The customer was wearing the insulin pump during the incident. The customer alleged the insulin pump was over delivering. Troubleshooting was performed but did not resolve the issue. The customer reported programming was accurate. The customer reported they worked in an environment with strong electromagnetic fields. Displacement test was passed. The insulin pump will be returned for analysis.